Event description:
Patient was implanted on the left side and underwent revision due to infection.

Manufacturer narrative:
Additional information which was received on feb 17, 2020. Concomitant medical product: liner standard 3.5 mm offset 36 mm i.d. For use with 68 mm o.d. Shell part#00630506836; lot#62871851. Shell porous with cluster holes 68 mm part#00620206822; lot#60807391. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend has been identified. Event description: patient is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, a revitan stem and a biolox head were implanted on (B)(6) 2015. Subsequently, patient experienced an infection and finally was revised on (B)(6) 2016. Review of received data: surgical report, on (B)(6) 2015: diagnosis: removal of antibiotic spacer and re-implantation of htep left following infection. Discharge letter: patient was stationary from on (B)(6) 2015. Diagnosis: condition after septic htep removal and spacer implantation left on (B)(6) 2015, staph. Epidermidis). Patient anamnesis: arterial hypertension, hyperuricemia. Therapy: spacer removal and re-implantation of a cementless htep left. Surgical complication report, surgery performed on (B)(6) 2013: surgery performed on left side. Severe deep periprosthetic infection ( 6 weeks), event date on (B)(6) 2016, implant relation unknown, removal of implants. Surgical report, on (B)(6) 2015: diagnosis: recurrent infection following htep re-implantation left. Description of procedure: upon opening, large amount of cloudy secretion. One pocket reaches from lateral far distal and there is a connection all the way to the implant. Tep luxation and removal of the head. After chiseling of the proximal femur removal is still not possible. Longitudinal osteotomy of 12 cm from the tip of the stem to proximal. Removal of the stem. Debridement. Removal of the acetabular components and debridement. Lavage and insertion of a vancomycin spacer. Closure. Discharge letter: patient was stationary from on (B)(6) 2016. Diagnosis: htep removal, debridement, implantation of an articulating cement spacer. Course of events: surgery without complications. The samples collected during the surgery showed streptococcus dysgalactiae. On (B)(6) 2016, during change in position the spacer luxated resulting in a closed reduction. The x-ray control showed again the luxated spacer. The spacer was left in a luxated position. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records of all involved products were reviewed and show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary: patient is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, a revitan stem and a biolox head were implanted on (B)(6) 2015. Subsequently, patient experienced an infection and finally was revised on (B)(6) 2016. The reported event can be confirmed based on the provided medical reports. According to the medical documentation the patient was diagnosed with periprosthetic infection (staph. Epidermidis) and underwent revision surgery on (B)(6) 2015 with implantation of an antibiotic spacer. On (B)(6) 2015 the patient underwent again revision surgery to remove the spacer and implant a htep. On (B)(6) 2016 another revision was performed due to periprosthetic infection (streptococcus dysgalactiae) during which a spacer was implanted. No x-rays have been received for review. No product was received for visual and dimensional evaluation. Review of the manufacturing documentation showed that the devices were manufactured according to specification. Further, the gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The document based investigation did not identify a non-conformance or a complaint out of box. In conclusion, based on the investigation no exact root cause could be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00711-2, 0009613350-2019-00753-2. Note: this is a split-case with (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical product: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; item#0100402055; lot#unknown, biolox delta, ceramic femoral head, m, 36/0, taper 12/14; item#00877503602; lot#unknown, liner standard 3.5 mm offset 36 mm i.d. For use with 68 mm o.d. Shell liner standard 3.5 mm offset 36 mm i.d. For use with 68 mm o.d. Shell; item#00630506836; lot#unknown, shell porous with cluster holes 68 mm; item#00620206822; lot#unknown. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to infection.